Event description:
"Handpiece getting very hot with oil running through" was given as the reason for repair. On follow up the customer reported the drill got so hot the surgeon could not hold it. Switched drills to finish the case.